Event description:
An instrument operator injured the thumb of her left hand with the imt probe while removing an ssc cup from the probe. The injury was cleaned and disinfected. The operator received biotherapy.

Manufacturer narrative:
The instrument is performing within specifications. No further evaluation of the device is required.